Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test and self test. However, pump error 63 alarm was found in the formatted history file due to arm watchdog failure. Problem isolated to the electronic assembly. Device was monitored no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed hardware low level failures. The customer¿s blood glucose was unknown. It was reported that insulin pump turned off for 10 minutes after error. The insulin pump will be returned for analysis.